Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high white blood count (wbc) results and low red blood count / hemoglobin (rbc / hgb) results that were generated by the coulter lh 750 analyzer for one patient, without the instrument generating flags. Erroneous results were reported outside the laboratory. The physician questioned the results and the patient was sent to the ER to be redrawn for a complete blood count (cbc). The redrawn specimen recovered lower wbc and higher rbc/hgb results. A corrected report was sent out. The customer reran the original sample a few days later and obtained similar results from the original results. No change to patient treatment is attributed to these results.

Manufacturer narrative:
The patient specimen was collected in a 3ml bd vacutainer tube and sampled within 30 minutes of collection. The unit is currently performing within qc specification with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this incident. All were within acceptable limits. Raw data analysis was requested from the customer, but was not provided. Service was not dispatched for this event. A definitive root cause has not been determined to date for this event.